Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting surgeon report a right side device rupture. The device has been removed.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell; opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Further reported was breast cancer which has been deemed not related to the device.

Event description:
Explanting surgeon report a right side device rupture. The device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.7, d.6, d.7, h.6.